Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump underwent multiple intermittent unexpected resets. Customer's blood glucose level was 163 mg/dl. Reportedly, the customer was able to load a new cartridge onto the pump and resume insulin delivery. Reportedly, the customer could continue use of the pump for therapy, however the customer also has manual injections available.